Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) turned off by itself. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse could not confirm the issue. According to the information provided by biomed the unit was plugged into a damaged outlet. Device passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.